Event description:
Consumer posted on amazon: when I try to bend the pick part back for use it snaps off. With plackers they do not snap off. The plastic is just a bit too rigid. For this reason I wouldn't buy again (in 2 years when I use all of these, lol) but....if I knew they fixed the issue I definitely would buy gain."